Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-03958 for the other associated device information. It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the pull wire broke into two pieces as it was being pulled through the stoma site. Forceps were used to continue pulling the wire through the stoma site; however, a second break occurred. Approximately a 1/4 inch piece of the pull wire broke off inside the forceps. The pieced remained inside the forceps; it did not fall into the patient. The bolster was still within the patient's mouth. The device was removed from the patient. However, upon removal, the plastic cone-shaped piece on the end of the peg tube broke off inside the patient's stomach wall. The patient was rescoped, and the plastic cone-shaped piece was removed with the snare. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(6). (B)(4). No code available - device fragments retrieved, nothing remains in patient. The reported event that the pull wire broke and the cone shaped on the end of the peg tube broke off in the patient's stomach. The complainant indicated that the device will not be returned for evaluation as the device has been disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)